Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the elevated bgs by changing out the infusion set. No third party assistance was required. To resolve the occlusions the customer changed infusion set and cartridge and resumed insulin.